Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, and additional information added to the h.10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. Additionally, there are extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of fine adjust valve alignment difficulty was unable to be confirmed based on unavailability of the returned device and/or applicable procedural imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for associated with difficulties that occur while aligning the transcatheter heart valve (thv) onto the inflation balloon when using an edwards commander delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on how valve alignment difficulty can lead to tension build up in the system. In addition, it was reported that patient anatomy had moderate tortuosity. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section) contributed to the valve alignment difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned to the manufacturer.

Event description:
As reported from australia by an edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was implanted in the aortic position via subclavian approach. During the procedure, the pusher of the commander delivery system caught on the valve and the delivery system was reset twice to perform the fine adjustment. Tension built up in the system. During deployment, the valve embolized into the aorta due to the tension in the system. The valve was pulled into the ascending aorta and deployed. A second valve was prepared but not used as a subclavian artery perforation was noted and the reentry was not feasible. An angioplasty was performed, and a covered stent was placed on the perforation. The patient was hemodynamically stable, and procedure was aborted. However, the patient died on post operative day 1.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference related manufacturer report numbers: 2015691202315341, 2015691202315342. Investigation is ongoing.